Event description:
Account reports in which "the lock is attached to a pt and later found to be leaking and required a complete change of the lock". Per report "this causes extra distress to pt and nurse. Also generate extra charge to the pt". No pt injury reported.